Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor device was flagged as reaching its end-of-service status earlier than expected, indicating it did not achieve its anticipated longevity period. No adverse patient effects were reported. This product remains in service.